Event description:
It was reported that the patient presented for device upgrade. During the procedure it was noted that there was an existing inactive right ventricular lead that was capped in 2014. The lead was revised due to over-sensed noise that resulted in pacing inhibition of the dependent patient. The patient reported feeling dizziness. The lead was replaced in 2014 and no further patient consequences were reported.